Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During this testing the spo2 and pr measurements were found to be stable. The customer complaint was not confirmed. A service history record review reveals that this unit was in the field for over six (6) years with no previous reported issues prior to this reported event.

Event description:
It was reported that the device provided inaccurate pulse-rate readings (200 bpm) and inaccurate spo2 readings (50). There were no consequences or impact to the pt.